Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal saline 9 mg/ml at minimum rate via an implantable pump. It was reported that the patient was one month post operative and presents for first fill with swollen pump pocket. Physician was unable to reach the reservoir with the needles in the kit due to the depth of the pump. Physician also aspirated 25 ml of serosanguinous fluid from the pocket. Environmental/external/patient factors that may have led or contributed to the issue was that the pump was implanted one month ago. Several people attempted to access the pump using the standard kit, to no avail. Patient being sent to surgeon for possible pocket revision. Patient was instructed to wear abdominal binder. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue had yet to resolve at the time of this report.